Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 8mpeg09a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. All blood readings obtained during in-house testing were properly marked as blood results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The advocate reported that she performed blood glucose testing on her son with the contour next link 2.4 meter and obtained a reading of 42 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.